Event description:
Patient was in the emergency department with symptomatic bradycardia and in 2:1 heart block. Rn opened the zoll one step pacing pads and prior to application, the nurse noticed the anterior pacing pad #2 (applied under the left breast) had one of the cables detached/not attached to the pad. The cable had wires visible, where it inserts into the pacing pad. The nurse opened another package of the same lot number and the cables were intact, and cardiac rhythm recognized. Pacing performed without significant delay or adverse effect to the patient. The next day the patient had placement for permanent pacemaker. They needed to have the device sent to them for quality analysis.